Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Internal testing revealed that waved order sets added to regimen folder of care plan that do not fall on care plan cycle days are not appending.

Manufacturer narrative:
H6 updated. H7 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. When appending a care plan that contains one or more wave medication orders, the occurrence and frequency of the appended orders may not match the intended schedule. If the care plan is not appended, it may result in one or more doses of the medication(s) not being administered. The problem was detected during internal testing. Elekta have not received any customer reports and no occurrences of mistreatment have been reported. An important field safety notification (371-01-msq-020) was sent to all affected customers from 5 september 2025 (elekta reference #: fca-esab-0006). This issue is resolved in mosaiq 3.2.3.1 via a field safety modification reported to the regulatory authority on 7 january 2026 and a product bulletin (371-05-msq-090) was released to affected customers on 22/12/2025, customers will be contacted and arrangements will be made for their devices to be corrected accordingly.